Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the battery was depleted prematurely. The premature depletion was caused by high current draw in the hybrid. The cause of the high input current was found to be due to a hybrid anomaly.

Event description:
This report is to advise of an event observed during analysis. Premature battery depletion.